Manufacturer narrative:
Product is currently unavailable.

Event description:
It was reported that the coil left a burn mark on the patient's hat. There was no allegation of serious injury reported. The equipment was exchanged and it has been requested that the hardware be returned to the manufacturer for analysis. The device has not been made available for analysis as of the date of this report, september 28, 2015.